Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate therapy due to noise. The noise could not be reproduced in the ER. The lead was capped and replaced. There were no complications and the patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.